Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient was not getting any relief of their symptoms. The family member stated that they called the healthcare professional (hcp) and the nurse told them they thought the lead had come out. No environmental, external, or patient factors were mentioned that may have led or contributed to the issue. It was advised that the family contact the hcp for instructions. The issue was reported as not resolved at the time of report. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.